Manufacturer narrative:
Upon investigating the actual device used in this incident, it was determined that the malfunction occurred due to a defective latch. A field service engineer replaced the pop latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe es system had a door failure. The doors appeared to be configured but did not open. The customer reported that the malfunction occurred when user trying to issue the medication to patient, causing a delay in accessing the medication for the patient. There were no adverse events or injuries reported based on this event.